Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked. The battery cap and the battery compartment had stripped threads. The battery cap was unable to maintain electrical connection; a power loss was observed. The battery cap contact dimensions measured within specifications. A test battery cap was fastened and then unscrewed ½ turn leading to a reboot due the stripped battery compartment threads. The test battery cap was fastened again, and the ez-prime steps were performed correctly with no further power interruption occurring. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.